Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently pump date/time were incorrect. Contact reported customer had manually changed date/time in the past. Contact did not know cause of current event. Customer reverted to manual injections for insulin therapy. There was no reported impact to customer's blood glucose. Tandem technical support reviewed pump data and history; no alerts/alarms or pump resets were identified. Pump data showed that the date/time change were performed by the user and then later changed back. However, contact alleged pump was the issue.